Event description:
This male patient was admitted for coronary evaluation. Angiography revealed a 90%, moderately calcified in-stent restenosis of a previously placed stent (sized and brand are unk). The vessel was described as moderately tortuous. The radial approach was chosen for the procedure. The lesion was pre-dilated with a galelink ptca balloon. Then a 2.5 x 18mm was positioned within the target site and was deployed. While inflating the device, the balloon ruptured at 12 atm and the stent was under-deployed. The physician post-dilated the stent to ensure full expansion and the procedure was finished successfully. There was no reported patient injury. The physician comment: there was a possibility that the balloon ruptured due to moderate calcification.

Manufacturer narrative:
The product is not available for analysis because the sds was discarded by hospital the patient's infectious disease. Add'l info will be submitted within 30 days of receipt. Please note, this cypher is not distributed in the us; however, it is similar to us distributed cypher product.